Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha. Upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 587518, upn: (B)(4). Brand name: linear 3-6. Upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7082075, upn: (B)(4). Brand name: linear 3-6. Upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7081083, upn: (B)(4).

Event description:
It was reported that the patient has never received adequate pain relief from his spinal cord stimulation (scs) system. The patients system was reprogrammed multiple times however the issue persisted. Imaging was performed which revealed slight migration of the scs paddle lead. The patient underwent a procedure in which the entire system was explanted. The patient is recovering as expected. The explanted devices will not be returned as they were discarded by the medical facility.